Event description:
It was reported that "during the procedure according to IFU, the md found after insertion of the lt femoral catheter, air was observed during regurgitation of the proximal 18ga side of the 3-lumen." The doctor used a new kit to complete the procedure. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) corrected data: section d.4.-lot# corrected to 71f24a0308 section d.4.-UDI# corrected to (B)(4) section d.4.-expiration date corrected to 01-dec-2025. The customer returned one, 3-lumen cvc catheter for analysis. Signs of use in the form of biological material were observed. Visual inspection of the catheter revealed no obvious defects or anomalies were observed. Further functional testing revealed no obvious leaks on any section of the catheter. The catheter body length from the juncture hub to the distal tip measured 219mm, which is within the specifications of 207mm-227m per the catheter product drawing. The proximal extension line outer diameter measured 2.16mm, which is within the specification limits of 2.13mm-2.21mm per the proximal extension line extrusion product drawing. The proximal extension line inner diameter measured 1.4224mm (0.056"), which is within the specification limits of 1.420mm-1.500mm per the proximal extension line extrusion product drawing. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". No leaking or blockages were observed when the three lumens were flushed. The returned catheter was then tested per bs en iso 10555 -1 section 4.7.1 (amrq-000071 rev15), which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. All three extension lines were individually connected to a lab leak tester and pressurized to 300 kpa for 30 seconds. No leaking was observed from any section of the catheter. A manual tug test confirmed that all three extension lines were secure within their respective luer hubs. A device history record reviews was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not leave open needles or uncapped, unclamped catheters in central venous puncture site. Use only securely tightened luer-lock connections with any central venous access device to guard against inadvertent disconnection," and "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials." The customer report of a catheter leak could not be confirmed through investigation of the returned sample. The catheter passed all relevant visual, dimensional/functional requirements including leak testing performed per iso 10555-1, and a device history record review did not reveal any relevant findings. Based on the customer report and sample received, no problem was found. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that "during the procedure according to IFU, the md found after insertion of the lt femoral catheter, air was observed during regurgitation of the proximal 18ga side of the 3-lumen." The doctor used a new kit to complete the procedure. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).